Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. This device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the events indicated that model 40s06c carboflo vascular graft allegedly started leaking post placement during the procedure. It was further reported that the physician was able to clamp the vein and artery. This report was received from one source. This event involved one patient whose age, weight, and gender was not provided, there was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned for evaluation; the evaluation did not identify a leak. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the events indicated that model 40s06c carboflo vascular graft allegedly started leaking post placement during the procedure. It was further reported that the physician was able to clamp the vein and artery. This report was received from one source. This event involved one patient whose age, weight, and gender was not provided, there was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. This device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model 40s06c carboflo vascular graft allegedly started leaking post placement during the procedure. It was further reported that the physician was able to clamp the vein and artery. This report was received from one source. This event involved one patient whose age, weight, and gender was not provided, there was no reported patient injury.